Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
(B)(4): evaluation revealed that there were pump not primed warnings observed in the black box. Evaluation revealed that a force sensor calibration test revealed the sensor was not detecting correct force and the resistance of the force sensor was measured and found to be out of specifications. Evaluation revealed there was contamination found on the force sensor shim. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump does not recognize the filled cartridge. The reporter indicated that they will fill the cartridge with 200 units and that the pump will load and push 20 units out of the cartridge. This report is being made based on the alleged load step malfunction.